Event description:
The user facility reported that towards the end of a transurethral resection of prostate (turp), the active bovie cord sparked and broke into two pieces at the attachment point to the working element. The procedure was completed with a different cord. There was no user or pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received with the cable cut and detached at the active cord connector section. In addition, there was evidence of smoke stain on the active wire where the cable was detached, which was due to twisting and bending of the connector, and eventually caused the internal wires to become detached and resulted to an electrical arc when output was produced. The cause of the user's experience was isolated to a user handling and extensive usage of the device. This report is being filed as an MDR in an abundance of caution.